Manufacturer narrative:
H3: analysis did not find any fault with this device. Concomitant medical products: analysis did not find any fault with this device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during brainsurgery, when drilling in the skull bone, items did not stop drilling when skull bone was breached. So dura tear in all the 3 holes. The surgery was extended for 30 minutes. The procedure was completed with the reported product. User fixed the dura with specific products.